Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the parent reported that the patient experienced inaccurate cgm values nine days after the sensor was inserted in the arm. According to the report, the patient's classmates noticed the patient was asleep. The teacher was unsuccessful in waking her and notified the principal who notified the school nurse with concerns. Then 911 was called and emergency medical service (ems) administered unspecified glucose to the patient. The reporter was unable to provide further details of the event. The patient recovered after treatment and was not transported to the hospital. The cgm was reading 95 mg/dl and the blood glucose reading was 63 mg/dl. There was no additional documentation of further medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.